Event description:
Reporter alleged discrepant values between the readings of the blood glucose monitoring device and lab results. Reporter stated lab result was 43 mg/dl and device result was lo. Reporter stated device read between 12 mg/dl and lo for two and on-half hours and patient was treated 3 times with a 50% dextrose solution. Reporter indicated the patient was also given a d10 drip and device result was hi. Reporter stated controls were used before the incident and found to be within an acceptable range. A request was made for the return of the suspect device and replacement product was sent.